Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed share log review showed a loss of connection in the log. .performed pairing test with nordic bluetooth device and passed. Tested on global transmitter final functional tester: passed .the reported event of loss of connection was confirmed. The root cause cannot be determined